Manufacturer narrative:
Patient weight is unknown. It is unknown when patient¿s pain began. The 510k: this report is for an unknown proximal tibia plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a lateral proximal tibial plate (possibly 4-hole) and approximately eight (8) screws was performed on (B)(6) 2018. The devices were removed due to the patient¿s complaint of pain. The devices were removed intact. The patient was fully healed and the surgeon was very pleased with the surgical outcome. The devices were easily removed. The procedure was completed successfully with no surgical delays and without any additional medical intervention. There is no reported patient harm. This report is for an unknown proximal tibia plate. This is report 1 of 2 for (B)(4).